Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a device check, an increase in the right ventricular (rv) lead pacing threshold and decrease in the sensed wave were observed. It was noted the pacing thresholds and sensed r-wave varied depending on the patient's posture and a chest x-ray was carried out, which showed rv lead dislodgement due to possibility of a loose anchoring sleeve. It was added the x-ray also indicated a symptom similar to reel syndrome. During the revision procedure, fluoroscopy indicated the retraction of the helix was unstable and as a result, the connector was cut and the lead was removed and replaced. No patient complications have been reported as a result of this event.